Event description:
Event description cpi received information that during testing of a implantable cardioverter defibrillator (ICD) and implantable pulse generator (ipg) system, the ICD was oversensing and delivered inappropriate therapy. It was suspected that ICD-ipg interaction was causing the oversensing. However, the patient's condition deteriorated during testing, the patient was sent to ICU, and patient died the next day. The ICD physician's manual (cpi publication 354122-003) p 115 states: temporary or permanent pacemakers can interact with the aicd pulse generator and can interfere with the identification of tachyarrhythmias...